Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) lost three months of battery life. Additionally, the patient had a heart rate of 120 beats per minute (bpm). There was no further information provided. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) lost three months of battery life. Additionally, the patient had a heart rate of 120 beats per minute (bpm). There was no further information provided. The device remains in service. No additional adverse patient effects were reported. Additional information received indicated that the crt-d device was beeping as it was nearing elective replacement time (ert). The crt-d device was then explanted. No additional adverse patient effects were reported.